Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a coronary angiography surgery, and the procedure was delayed for 10 minutes and completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not emit exposure. Analysis of the log file confirmed high voltage communication time out. During troubleshooting, the fse identified that the high-voltage cube h1 was defective. The fse replaced the high voltage cube. After replacement of the high voltage cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.